Manufacturer narrative:
The reported quattro catheter leak was confirmed. A bonding leak was observed at the proximal end of the medial 1 balloon during the functional pressure leak test. Probable causes for the reported complaint can be a latent material defect. A visual examination of the returned catheter was performed and found no physical damage to the catheter. Observed blood residue on the catheter's balloons and on medial luered tubing. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional pressure testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial 1 balloon. Thus, confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the catheter leak and there was no previous history of complaints reported for quattro catheter with lot number 86394.

Event description:
It was initially reported that during the following day of ivtm thermogard patient treatment, the saline bag volume was noted to be decreased by 50 to 100 ml within 5 hours. The customer suspected a leak. The user did not verify the source of the leak and replaced the quattro catheter and the start-up kit (suk) to continue the treatment. No known impact or consequence to the patient was reported. Following the catheter and the suk replacement, the user confirmed that there was no saline fluid on the suk, the patient's bed, bedside or in the condensate pan of the console. There was no air trap alarm reported by the thermogard console and the quattro catheter was flushed by injecting the saline fluid in inflow lumen without issue.